Event description:
Additional information indicated this event occurred during home use and that the patient had a back-up pump which was used to successfully continue their remodulin infusion. Mw5104444

Manufacturer narrative:
Other, other text: additional information b5, h3, h6, h10 and g5. Correction d1 this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. Device evaluation no product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: correction d1

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump for remodulin infusion, a no disposable alarm was noted. No patient consequences were reported. No adverse effects were reported.